Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an shoulder surgery, while opening the sterile packet of the microraptor knotless peek, the body and tip of the anchor were not connected to the shaft of the inserter. The tip was in the molded plastic packaging and the body of the anchor was in the packet. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image revealed the suture threader and distal anchor had been detached from the distal tip of the shaft. A review of the drawing found the device was packaged inside the carton as intended. The complaint was confirmed, and the root cause was associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unknown procedure, while opening the sterile packet of the microraptor knotless peek, the body and tip of the anchor were not connected to the shaft of the inserter. The tip was in the molded plastic packaging and the body of the anchor was in the packet. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.